Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal section of the stent was damaged and bunched in a distal direction along the balloon, such that the proximal end of the stent was 4 mm distal from the distal end of the proximal markerband. The distal portion of the stent was also damaged, flared outwards and appeared partially expanded. The balloon cones were reviewed. Balloon cone folds appear relaxed from their original folded position. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-mar-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a none calcified vessel. A 3.50 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed without stent implant. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.